Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The 510k device is not distributed in the us but is similar to devices distributed in the us. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the impactor has evidence of hammer marks on the handle but otherwise in good condition. The blade is not damaged but could not be detached from the impactor. The impactor may have been rotated in the incorrect direction (anticlockwise) and jammed inside the pfna blade, or else excessive tightening occurred. Please reference technique guide 036.000.398 page 31 for specific instructions on assembling pfna blade on the impactor. However as we cannot separate the blade from the impactor, we cannot determine the exact root cause. The device history records were reviewed for both articles and we can confirm that the articles were manufactured and released meeting all in house and release specifications. The blade was manufactured in april 2013 and the impactor in july 2010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade in question was not locked when the surgeon turned an impactor clockwise to lock it. The impactor did not move at all and could not be removed from the blade. The surgeon forcedly removed it by hitting the edge of impactor. The surgeon used another length blade instead and made a fixation. The operation was extended for 5 minutes. This is report 2 of 2 for complaint (B)(4).